Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shocks due to oversensing of noise. The device was programmed in the primary vector at the time of the episodes. The device was reprogrammed to secondary. The patient reported they were sitting on the sofa at the time of the shocks. Troubleshooting at the hospital was not able to produce any noise. Technical services reviewed the available data and discussed the baseline shift in the episodes was likely due to an issue with the sense b node, such as incomplete electrode insertion into the device header, a lead impairment, or other impairment of the lead contact in the header. Technical services agreed with using the secondary vector as that vector did not use the sense b node. The device remains implanted and in service. No adverse patient effects were reported.